Manufacturer narrative:
Additional information received indicated that the procedure was elective. The prowler 14 select plus microcatheter was inspected prior to use and appeared to be normal. The microcatheter was prepped/flushed properly according to the instructions for use (IFU) with no problems noted. There was no reported loss of access to the target lesion. An adequate/continuous flush was maintained to the micro-catheter at all times. There was no reported product issue with the micro-catheter. All of the coils (complaint products) were inspected prior to use, appeared to be normal and were prepped properly according to the instructions for use (IFU) with no problems noted. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR report # 1058196-2011-00370, #1058196-2011-00371, and # 1058196-2011-00372.

Manufacturer narrative:
During a coil embolization of an aneurysm, after positioning the prowler 14 microcatheter at the target site, when inspecting the 3x4 trufill dcs orbit mini complex fill ((B)(4)) it was noted to be stretched. Resistance was encountered when advancing the second, a 2.5x3.5 trufill dcs orbit mini complex fill, via the prowler 14. The coil was removed successfully from the patient, but was noted to be stretched upon inspection after being removed. Resistance was also encountered during advancement of a 2x6 trufill dcs orbit helical fill and was noted to be stretched upon removal. There was no loss of microcatheter target site position due to the events; however, no other coils were attempted to be inserted through the prowler 14 microcatheter. The procedure method was changed with successful completion of the procedure and no reported patient injury. Prior to use the prowler 14 was inspected and appeared normal. The microcatheter and coils were prepped/flushed according to the instructions for use (IFU) with no other problems noted at this time. An adequate/continuous flush was maintained through the microcatheter at all times and no reported product issue with the microcatheter. The delivery tube of one of the returned devices was noted to be separated. With additional investigation it was reported that the delivery tube of the third coil (2x6) was kinked and after removal from the patient/after procedural use was noted to be separated. (B)(4): the product was returned for inspection. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was found unzipped without damages and it was received separated from the device. The support coil and gripper were found without damage while the embolic coil was not received for evaluation. The gripper was inspected under microscope and no damages were noted on it. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance during advancement could not be evaluated due the conditions of the received product and because the coil was not returned with the delivery system, the reported stretched coil could not be confirmed. It was reported that it was removed with the coil attached and stretched; therefore, the missing coil appears to have occurred post procedural use. The cause of the damages found on the returned device and reported events could not be determined; however, neither the analysis nor the DHR suggest a relationship to the manufacturing process. Additionally inspections are in place to prevent these types of damages leaving from the facility. Therefore no corrective actions will be taken at this time. This is one of three products used during the same procedure. Please reference MFR. Report # 1058196-2011-00370, #1058196-2011-00371, and # 1058196-2011-00372.

Event description:
The report received from the affiliate indicated that during a coil embolization of an aneurysm, the physician positioned the prowler 14 select plus microcatheter at the target lesion. The physician then inspected the first trufill dcs orbit mini complex fill 3 x 4 coil (complaint product #1) to exhaust, but noted that the coil was stretched. Please note that this product (complaint product #1/(B)(4)) was received for inspection and the delivery tube was noted to be separated at 20 cm. From the strain relief. The physician then attempted to advance the next trufill dcs orbit mini complex fill 2.5 x 3.5 coil (complaint product #2) via the microcatheter but he encountered some resistance/friction during delivery. The coil was removed successfully from the patient but was also noted to be stretched upon inspection after being removed. The physician then used another trufill dcs orbit helical fill 2 x 6 coil (complaint product #3) but encountered some resistance during advancement, removed the product and noted that the coil was stretched also. The physician then changed the procedure method and completed the procedure successfully. There was no reported patient injury.